Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported" that during primary surgery surgeon inserted a gamma3 nail in a patient 4 weeks ago and the screw for locking the carrier, but the screw could not be turned forward. As the fracture was in a good position, surgeon decided not to replace it. Unfortunately, the carrier screw has now moved laterally, and he had to replace the nail after all. The initial surgery was on (B)(6) 2024, the revision surgery took place on (B)(6) 2024 where he inserted a new gamma3 nail. He did not want to extend the initial surgery on an 89-year-old patient. Surgeon thinks that this is a dynamic system and that the screw should prevent rotation. However, it is still possible for the support screw to migrate up to approx. 40% of the length of the screw."

Manufacturer narrative:
Corrected field: reporting contact (g1). The reported event could not be confirmed during the investigation as the alleged failure was not observed. The device inspection revealed the following: the identification of the returned nail could be confirmed based on the catalog number and the lot number marked. The inner threads of the nail are found slightly worn out, giving evidence of the set screw insertion attempt. No major damage, that could indicate a device malfunction, was observed. The scratches on the proximal end of the implant are a result of the nail's extraction. The returned nail was tested with the returned set screw. The screw could be tightened as required, no issue was observed during the inspection. Therefore, it could be confirmed that both returned implants are fully functional. Based on investigation, the root cause was attributed to a user related issue. Hcp failed to properly assemble the set screw despite both instruments being fully functional. It was confirmed by the user that the nail was implanted without the set screw. As a reminder, the use of the set screw is mandatory and ensures the stability of the set screw, its absence may lead to an implant migration. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported" that during primary surgery surgeon inserted a gamma3 nail in a patient 4 weeks ago and the screw for locking the carrier, but the screw could not be turned forward. As the fracture was in a good position, surgeon decided not to replace it. Unfortunately, the carrier screw has now moved laterally, and he had to replace the nail after all. The initial surgery was on (B)(6) 2024, the revision surgery took place on (B)(6) 2024 where he inserted a new gamma3 nail. He did not want to extend the initial surgery on an (B)(6) year-old patient. Surgeon thinks that this is a dynamic system and that the screw should prevent rotation. However, it is still possible for the support screw to migrate up to approx. 40% of the length of the screw."